Event description:
Abbott Diabetes Care (ADC) received a notification from a Coroner's Office regarding the death of a customer who was reportedly using a FreeStyle Libre 3 sensor in conjunction with a mylife Diabetes Care closed-loop insulin pump system and the CamAPS application. An unknown reading issue was reported with the ADC device. The Coroner's Office advised that the reported cause of death was due to hypoglycemia, bolus administration of insulin, and diabetes mellitus. Based on the limited information available, a causal relationship between the FreeStyle Libre 3 sensor and the reported death cannot be confirmed or excluded at this time.

Manufacturer narrative:
The following sections have been corrected:B2 - Date of Death.B3 - Date of Event.G3 - Date Received by Mfr.The current location of the product is unknown. In the absence of a returned product, an investigation has been performed.A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.A Tripped Trend review was conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues.Clinical Data was reviewed and confirmed that the product continues to be safe, effective, and perform as intended in the field.Stability Data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint.As the Device serial number is unknown and the device was not returned, it is not possible to determine the probable cause of this event. However probable causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. Mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a Risk Evaluation is completed and compared to the Risk Management report, to ensure the risk profile has not changed. Additionally, as a part of Abbott¿s Post-Market Surveillance Process, all Risk Evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product Risk Management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.If product is returned, a physical investigation will be performed per ADC's established processes and procedures and a report will be submitted upon completion of investigation.All pertinent information available to Abbott Diabetes Care has been submitted.

Manufacturer narrative:
THE CURRENT LOCATION OF THE PRODUCT IS UNKNOWN. IN THE ABSENCE OF A RETURNED PRODUCT, AN INVESTIGATION HAS BEEN PERFORMED. A VALID SERIAL NUMBER HAS NOT BEEN PROVIDED. AN INVESTIGATION HAS BEEN PERFORMED FOR THE REPORTED COMPLAINT AND THERE WAS NO INDICATION THAT THE PRODUCT DID NOT MEET SPECIFICATION. A TRIPPED TREND REVIEW WAS CONDUCTED FOR THE REPORTED COMPLAINT AND THE PRODUCT, NO TRENDS WERE IDENTIFIED THAT WOULD INDICATE ANY PRODUCT RELATED ISSUES. CLINICAL DATA WAS REVIEWED AND CONFIRMED THAT THE PRODUCT CONTINUES TO BE SAFE, EFFECTIVE, AND PERFORM AS INTENDED IN THE FIELD. STABILITY DATA FOR THE PRODUCT WAS REVIEWED AND SHOWED NO ANOMALIES OR NON-CONFORMANCES THAT COULD HAVE LED TO THE COMPLAINT. AS THE DEVICE SERIAL NUMBER IS UNKNOWN AND THE DEVICE WAS NOT RETURNED, IT IS NOT POSSIBLE TO DETERMINE THE PROBABLE CAUSE OF THIS EVENT. HOWEVER PROBABLE CAUSES ASSOCIATED WITH THIS FAILURE MODE ARE DISCONNECTED, FAULTY OR DAMAGED COMPONENTS, SOFTWARE/DATA CORRUPTION, OR MISUSE. MITIGATIONS ARE IN PLACE TO REDUCE AND PREVENT SUCH ISSUES. ALL VITAL MANUFACTURING STEPS ARE VALIDATED, MONITORED, AND VERIFIED DURING MANUFACTURING TO ENSURE THE SYSTEM IS IN CONFORMANCE WITH THE VERIFIED DESIGN. ALL VITAL FUNCTIONS ARE MONITORED BY THE SYSTEM AND, WHEN NECESSARY, FUNCTION IS SUSPENDED TO SAFEGUARD AGAINST INACCURATE RESULTS. LABELING IS PROVIDED TO INSTRUCT THE USER ON THE INTENDED USE OF ALL VITAL PARTS OF THE SYSTEM TO MINIMIZE MISUSE. ALL COMPLAINTS AND COMPLAINT TRENDS ARE INVESTIGATED TO DETERMINE IF THERE IS A PRODUCT DEFECT/ DEFICIENCY. IF A PRODUCT DEFECT/ DEFICIENCY IS IDENTIFIED, A RISK EVALUATION IS COMPLETED AND COMPARED TO THE RISK MANAGEMENT REPORT, TO ENSURE THE RISK PROFILE HAS NOT CHANGED. ADDITIONALLY, AS A PART OF ABBOTT¿S POST-MARKET SURVEILLANCE PROCESS, ALL RISK EVALUATIONS WITH ASSOCIATED COMPLAINT DATA ARE REVIEWED ANNUALLY TO DETERMINE IF THE RISK PROFILES HAVE CHANGED AS COMPARED TO THE PRODUCT RISK MANAGEMENT REPORTS. THESE MONITORING PROCESSES ENSURE THAT ALL PRODUCT RISK PROFILES REMAIN ACCEPTABLE AND HAVE A POSITIVE BENEFIT/ RISK RATIO. IF PRODUCT IS RETURNED, A PHYSICAL INVESTIGATION WILL BE PERFORMED PER ADC'S ESTABLISHED PROCESSES AND PROCEDURES AND A REPORT WILL BE SUBMITTED UPON COMPLETION OF INVESTIGATION. THE DATE OF EVENT AND DATE OF DEATH ARE UNKNOWN. THE DATES ENTERED IN SECTIONS B2 AND B3 ARE THE DATES ABBOTT DIABETES CARE BECAME AWARE OF THE EVENT. ALL PERTINENT INFORMATION AVAILABLE TO ABBOTT DIABETES CARE HAS BEEN SUBMITTED.

Event description:
ABBOTT DIABETES CARE (ADC) RECEIVED A NOTIFICATION FROM A CORONER'S OFFICE REGARDING THE DEATH OF A CUSTOMER WHO WAS REPORTEDLY USING A FREESTYLE LIBRE 3 SENSOR IN CONJUNCTION WITH A MYLIFE DIABETES CARE CLOSED-LOOP INSULIN PUMP SYSTEM AND THE CAMAPS APPLICATION. AN UNKNOWN READING ISSUE WAS REPORTED WITH THE ADC DEVICE. THE CORONER'S OFFICE ADVISED THAT THE REPORTED CAUSE OF DEATH WAS DUE TO HYPOGLYCEMIA, BOLUS ADMINISTRATION OF INSULIN, AND DIABETES MELLITUS. BASED ON THE LIMITED INFORMATION AVAILABLE, A CAUSAL RELATIONSHIP BETWEEN THE FREESTYLE LIBRE 3 SENSOR AND THE REPORTED DEATH CANNOT BE CONFIRMED OR EXCLUDED AT THIS TIME.